Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h11. Correction: h6. Medical device problem code: deformation due to compressive stress (a040601). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h11. Complaint conclusion: a healthcare professional reported that during a thrombectomy of the internal carotid artery to treat acute ischemic stroke, a 132cm cereglide 71 catheter (nic71132c, 31457321) was found to be kinked. There was no reported negative impact on the patient was reported. It is unknown if a continuous flush was done. Other concomitant devices were optimo 8f balloon catheter and a phenom microcatheter. Additional event information was received on 10-jul-2025 indicating that the kinked occurred in the patient prior to aspiration or delivering stent retriever. The event did not result in any undue procedural delay that could be considered clinically significant. There was no damage to the packaging. There was no difficulty in removing the device from packaging. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device 31457321 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during a thrombectomy of the internal carotid artery to treat acute ischemic stroke, a 132cm cereglide 71 catheter (nic71132c, 31457321) was found to be kinked. There was no reported negative impact on the patient was reported. It is unknown if a continuous flush was done. Other concomitant devices were optimo 8f balloon catheter and a phenom microcatheter. Additional event information was received on 10-jul-2025 indicating that the kinked occurred in the patient prior to aspiration or delivering stent retriever. The event did not result in any undue procedural delay that could be considered clinically significant. There was no damage to the packaging. There was no difficulty in removing the device from packaging.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, and race was not reported. Section d2b: procode is nry/qjp. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.